Event description:
A pt underwent sinus endoscopy and adenoidectomy. During the procedure, surgeon noted a burn to pt's lip from the suction cautery. Another suction cautery was brought in and used uneventfully. Neosporin ointment and ice applied to lip while in pacu.